Event description:
This is a report received from baxter global pharmacovigilance (gpv) of patient was weak, had stomach pain, a cyst, peritonitis, and death. On an unreported date 2.5 years ago, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex intraperitoneally (ip) for automated peritoneal dialysis (apd) nightly. On (B)(6) 2011, the patient was hospitalized because she was weak and she could not stand or move. While hospitalized, the patient received a blood transfusion. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient was readmitted to the hospital for weakness and stomach pain. On an unreported date, during the hospitalization, the patient experienced a leak in her intestine. An ultrasound was performed on the patient's abdomen, which revealed a cyst filled with fluid. While hospitalized, the patient was diagnosed with peritonitis manifested by cloudy dialysate and treated with antibiotics (unknown). Culture and/or lab results are unknown. While hospitalized, the patient experienced a heart attack (treatment and/or interventions unknown). On an unreported date while hospitalized, the patient was placed on hemodialysis. On (B)(6) 2011, the patient expired and the cause of death was unknown. There was no death certificate available at the time of the report. It was unknown if the events of weak, could not stand or move, peritonitis, stomach pain, cyst with fluid, intestinal leak, heart attack or death were related to the dianeal therapy. On (B)(6) 2011 follow up information was received by product surveillance from the peritoneal dialysis nurse (pdn). The autopsy results were unknown. The pdn confirmed that the cause of death was heart attack and non-peritonitis related sepsis. There was no further information available. Medical history and concomitant medications were not reported. The pdn considered the events of weak, stomach pain, cyst, peritonitis, and death as unrelated to dianeal pd4 ambuflex therapy. The pdn verified that the patient's death was unrelated to the patient's peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab for evaluation. Upon evaluation completion or if additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned for evaluation. The product analysis lab evaluated the device and no failure, malfunction, or increased intraperitoneal volume (iipv) events were identified that could have caused or contributed to the patient's symptoms or death. The device passed testing. The device was determined to meet performance specification requirements per rite testing. The root cause was undetermined.